Event description:
Event description guidant received information that this patient was admitted to the emergency room with a heart rate in the 30s. Device evaluation noted poor r-waves with a device sensitivity of 2.5mv. Thresholds were stable and there was no evidence of loss of capture, noise or oversensing. Impedance measurements were within the normal range and review of the daily measurements noted appropriate results.